Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 3006705815-2018-02173; reference MFR. Report: 1627487-2018-08455. It was reported the patient experienced shocking sensations that contributed to patient¿s fall. The patient fell and had low back and bilateral leg pain. Reprogramming resolved the issue. After programming, the patient had multiple falls. As a result, the patient is awaiting surgical intervention.